Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid right coronary artery. A 2.50mmx16mm synergy¿ drug-eluting stent was advanced to treat the target lesion. However, as the stent was placed in the lesion, it was noted that the stent was partially lifted up. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Method codes, results codes and conclusion codes updated. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts in the first distal row that were lifted from the balloon profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid right coronary artery. A 2.50mmx16mm synergy drug-eluting stent was advanced to treat the target lesion. However, as the stent was placed in the lesion, it was noted that the stent was partially lifted up. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.